Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Insulin flow blocked alarm troubleshoot. The patient¿s blood glucose level was 175 mg/dl at the time of the incident. Customer reported alarm did not occur during fill tubing. Customer stated already removed set and did a 5u fill cannula and insulin did come out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistance (gold). No unexpected battery power loss noted during the testing.